Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-may-2023. H6: investigation summary: a complaint of set missing a clamp was received from the customer. Photos of the set and packaging were received for investigation. In the photo, the set was observed to be missing a white slide clamp. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The clamp was missing. A device history record review for model 10794983 lot number 22109171 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The root cause for the defect is an error during the assembly process.

Event description:
It was reported while using bd alaris extension set there were components missing. There was no report of patient impact. The following information was provided by the initial reporter: no white clip on one section of tubing.

Event description:
It was reported while using bd alaris extension set there were components missing. There was no report of patient impact. The following information was provided by the initial reporter: no white clip on one section of tubing.

Manufacturer narrative:
H6: investigation summary: a complaint of set missing a clamp was received from the customer. Photos of the set and packaging were received for investigation. In the photo, the set was observed to be missing a white slide clamp. The customer complaint was confirmed. A device history record review for model 10794983 lot number 22109171 was performed. The search showed that a total of (B)(4) in 1 lot number were built on 08oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to a physical sample not being received, a full investigation could not be performed, and a root cause could not be established. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.